Event description:
It was reported that leaks were observed in an unspecified quantity of homechoice disposable cassette sets. This was further described as ¿when priming solution with cassette solution leaks are observed by the box area¿. This occurred with ¿multiple cassettes¿ during setup of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e3: occupation, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.